Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that: simultaneous events from iacs/v500 are hidden on ascom's myco 2 when occurring on the same patient. Overview of installation and connexions: iacs c700 and ventilator v500 connected together through capsule dim. All iacs send informations to infinity gateway for conversion. Infinity gateway (winaccess option) send information to 3rd part system (enovacom software) for managing alarms (ascom software) issue reported: on (B)(6) 2020 around 5h17 pm some alarms sent to 3rd part devices according to "hightest alarms" managed by winaccess software. This process caused a lack of alarm for ascom part : some yellow alarms ("low mv") was hidden by a "ventilator disconnection" (red alarm). When red alarms acknowledged by users some yellow alarms could be reached too later, an asystole alarm happened few times later yellow alarms (5h27 pm) patient could be reanimated and injury is not directly related to draeger's device but more "alarm management system". This customer complained about infinity gateway because it send only "hightest alarm" by beds. It is not compatible with a full "alarm management system" that required all simultaneous alarms for each beds. Issue is quite old and we couldn't get logs when happened. To help you we can generate same scenario at customer site and get you all logs necessary.

Event description:
It was reported that: simultaneous events from iacs/v500 are hidden on ascom's myco 2 when occurring on the same patient. ----------------------------------------------- overview of installation and connexions: - iacs c700 and ventilator v500 connected together through capsule dim. - all iacs send informations to infinity gateway for conversion. - infinity gateway (winaccess option) send information to 3rd part system (enovacom software) for managing alarms (ascom software) issue reported: on (B)(6) 2020 around 5h17 pm some alarms sent to 3rd part devices according to "hightest alarms" managed by winaccess software. This process caused a lack of alarm for ascom part : some yellow alarms ("low mv") was hidden by a "ventilator disconnection" (red alarm). When red alarms acknowledged by users some yellow alarms could be reached too later, an asystole alarm happened few times later yellow alarms (5h27 pm) patient could be reanimated and injury is not directly related to draeger's device but more "alarm management system". This customer complained about infinity gateway because it send only "hightest alarm" by beds. It is not compatible with a full "alarm management system" that required all simultaneous alarms for each beds. Issue is quite old and we couldn't get logs when happened. To help you we can generate same scenario at customer site and get you all logs necessary.

Manufacturer narrative:
The log files from the event were not available. Although the log files were not available, the same scenario at customer site was reproduced, and log files from this event were reviewed. After reproducing the work flow found in the log files by simulating multiple alarms form the bedside and vent simultaneously, it was found that only the highest grade alarm was sent over the network. After review by sw engineering, it was found that the device behaved as designed. The infinity network does not provide the ability to send out all active alarms. The gateway instructions for use (IFU) states the device provides the following capabilities: - "retrieve the selected infinity monitor's current highest grade alarm information, including alarm state, alarm grade, alarm message, and time of alarm." - "retrieve the selected infinity monitor's current highest grade ventilator alarm information (if available), including alarm state, alarm grade, alarm message, and time of alarm." There was no allegation of a draeger device malfunction. The customer has adopted a workaround by getting rid of the gateway connection and going directly to the ascom system using the enovacom patient connect interface. This is an isolated case.